Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further eval determined that the downstream pusher plate gap was too narrow. The downstream tubing guide assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt injury.